Event description:
Repair center: alleged low o2/yellow light and key is the manifold valve was sticking. Additional malfunctions are the inlet filter and cabinet filter was missing and the zip ties and hose clamps were replaced.